Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a prophylactic device exchange, the lead was explanted and replaced due to loss of capture. The patient is well.